Event description:
It was reported to gore that the surgeon, during use of the cv-6 (6m10) gore-tex suture, experienced shredding of the suture as it passed a few times through a cardiovascular patch. According to the gore representative, the surgeon believes the suture contributed to the creation of a false aneurysm in 2007, which caused a repeat operation two weeks later, where the suture and patch were explanted. It was reported the pt was ok.

Manufacturer narrative:
Review of device history record. Note: without additional info, a meaningful investigation can not be performed. No additional info has been received to date.